Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was reported as being in (B)(6). Weight of the patient was reportedly approximately (B)(6). The customer reported the device was discarded. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the device history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. A definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, all the deployment steps were completed uneventfully and hemostasis achieved. The guide wire was still in place and prior to transfer the patient into a room it was observed that the patient had no distal pulses. A 4fr diagnostic sheath was placed at the target groin and it was observed that the sutures had caught the posterior arterial wall. Contralateral access was performed and a 6 x 40 fox plus balloon was used to open the artery. The patient was stable and did not experience any adverse sequela. Though requested, no additional information was provided.